Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell a few months ago, and after that, the patient felt the battery started flipping in pocket. The patient had a pocket revision today. The battery was sutured to fascia and tyrx envelope was used to prevent it from flipping again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.